Manufacturer narrative:
The customer reported severe facial pressure injuries (pi) on patient who had been prone positioned with the ICU prone head positioner on a progressa bed frame. The customer states pis included ¿one on left cheek (stage 3) with partial necrosis and epidermal peeling and one on right cheek (stage I). This was the second time the patient was placed in the prone position with c-prone, and the first time there were no problems with pis. Once the injury was noted, the patient was promptly removed from the prone position and the device. Patient is an 83-year-old male with a relevant medical history of respiratory failure and a ¿prominent sternum¿ or chest protrusion. The customer did not allege malfunction and is keeping the device. The customer reported that the patient was placed initially in prone positioning with utilizing the c-prone device for approximately 18 hours beginning august 13th until august 14th. Due to deterioration of his general condition, he underwent second prone positioning for approximately 34 hrs. Over 2 episodes between aug. 31 and sept. 2nd. A pressure ulcer was found on aug. 31, with partial necrosis and epidermal peeling on the left cheek. The next day, a pressure ulcer was observed on the right cheek. The wound care nurse treated this pressure ulcer, including cgf (dressing material). It was also reported the patient was placed on a cushion with his arms hanging down from the top of the bed head (with his sides at the top of the mattress) to prevent neuropathy. The customer also reported, ¿in retrospect, the c-prone may have been installed slightly below the mattress surface, and the above posture may have facilitated pressure on the face. As for pressure relief to the face, in addition to changing positions at least every two hours, measures such as lifting the face are taken at the discretion of each nurse. The mattress thickness adjustment was not performed and was used in normal mode. The staffs had little experience with beds that can be inclined and had not performed decompression in the reverse trendelenburg position.¿ it is noted, ¿it was agreed to conduct a verification for pressure ulcer prevention using the demonstration machine next time. The schedule will be arranged.¿ the progressa® bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility; to treat or prevent pressure ulcers; or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The progressa® bed is intended to provide a patient support to be used in health care environments. The progressa® bed may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The progressa® bed is capable of being used with a broad patient population as determined appropriate by the caregiver or institution. The intended users of this product are healthcare employees who have been trained to use the product, and who have the physical strength and cognitive skills to operate and control the product. The ICU prone head positioner is an accessory for the progressa bed and is intended for use in a variety of surgical or ICU procedures. The ICU prone head positioner is capable of being used with a broad patient population as determined appropriate by the caregiver or institution. The intended users of this product are healthcare employees who have been trained to use the product; surgeons, nurses, doctors, physicians, and/or healthcare professionals involved in the device intended procedure. Not intended for lay persons. This device is intended to be used with patients that do not exceed the weight in the safe working load field specified in the specifications section. Device instructions for use note the following warnings/notes: (1) make sure to replace the disposable face cushion if it becomes soiled or damaged, (2) incorrect placement of the face cushion could result in patient injury, (3) patient may migrate when in the reverse trendelenburg position. Check patient position during use. (4) follow the facility protocol to prevent pressure ulcers when using the proning device. Residual risk: this product complies with relevant performance, safety standards. However, patient harm from misuse, device or function hazards cannot be completely excluded. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed.¿ it is unknown if the facility performs preventative maintenance on their beds the event was likely due to user error as the customer did not allege malfunction with the device. The customer has continued to use the device on other patients. The customer noted the c-prone device may have been installed slightly below the mattress surface, and this posture may have facilitated pressure on the face. It was additionally stated by the customer that the staff had little experience with beds that can be inclined and had not performed decompression in the reverse trendelenburg position. Development of pressure ulcers is multifactorial and cannot be only attributed to performance of the surface. Risk factors include protein-calorie malnutrition, microclimate (skin wetness caused by sweating or incontinence), diseases that reduce blood flow to the skin, such as arteriosclerosis, or diseases that reduce the sensation in the skin, such as paralysis or neuropathy. Position changes are key to pressure sore prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. A stage 1 pressure injury is categorized as intact skin with non-blanchable redness of a localized area that may be painful, however, has no breaks or tears. A stage 1 pressure injury is considered a moderate injury as it does not meet the definition of serious injury as it is not life threatening; does not result in permanent impairment of a body function or permanent damage to a body structure; and any application of dermal creams or coverings does not constitute medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. A stage 3 pressure injury is defined as full thickness tissue loss. Subcutaneous fat may be visible, but the bone, tendon or muscle are not exposed. Treatment may include prescribed antibiotic therapy and at times removal of any dead tissue to help promote healing and prevent or treat infection. Although there was no allegation of device malfunction from the customer; hillrom deems this a reportable event due to the serious injury of a stage 3 involved. Based on this information, no further action is required.

Event description:
The customer reported severe facial pressure injuries (pi) on patient who had been prone positioned with the ICU prone head positioner on a progressa bed frame. The customer states pis included ¿one on left cheek (stage 3) with partial necrosis and epidermal peeling and one on right cheek (stage I). This was the second time the patient was placed in the prone position with c-prone, and the first time there were no problems with pis. Once the injury was noted, the patient was promptly removed from the prone position and the device. The bed was located at the account. This report was filed in our complaint handling system as complaint #(B)(4).